Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 6.7 cm. Full breached insulation degradation was noted 4.6 cm from the connector pin. All other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.